Event description:
It was reported the patient's blood glucose rose to 22.4 mmol/l (403.2 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The soft cannula was found to be torn 0.20 inches from the nail head, causing internal corrosion and an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.